Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained rv oversensing and non-sustained vt episodes were observed. Upon review of episodes, myopotential oversensing was suspected. Oversensing was reproducible with isometrics and deep breathing. Programming change was made and no oversensing was produced with the same isometrics. No patient symptoms were reported.